Event description:
Initial report received from the patient's mother who reported the patient had experienced 2 catheter disconnections - one in march and another in july. The hcp reported the pt experienced acute onset of hypertonia in july. The pt was admitted to the hospital and treated with intramuscular valium and oral baclofen. The hcp reported the "catheter removed, pump stopped." The patient outcome after this surgical intervention was not reported.